Manufacturer narrative:
It was reported that the device will not be returned for evaluation.

Event description:
It was reported that in 2007, the patient had an aortic valve replacement, after the catheter was inserted. After the surgery, the patient was moved from the operation table to the ICU bed and bleeding was observed from the mouth. Discoid atelectasis was observed at the right middle lobe on the chest radiography. It was further reported that since the patient's condition did not get worse and none of the measurements revealed any abnormal values, no intervention was performed. Follow up indicated that this event was a possible pulmonary artery perforation. Although pulmonary artery perforation was observed, the patient was stable and there was no abnormal cardiac output values observed. Therefore, the doctor did not perform extra treatment against the possible pulmonary artery perforation.